Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the exposed damaged metal braid malfunction was likely the result of stress and wear of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited a damaged metal braid (probe). There was no patient involvement.